Manufacturer narrative:
Date of event is unknown. The best estimate time is between (B)(6) 2020 and (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had intolerance from the tecnis multifocal intraocular lens (iol) post-implant in her left (os) eye. The lens was explanted and replaced with a non-johnson and johnson lens. There was no additional surgical intervention performed during the secondary procedure. Reportedly, the patient is doing fine post-exchange. No further information provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 9, 2021. Section h3: evaluated by manufacturer: yes . Additional information: device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that two additional complaints were received for this production order. However, they are unrelated to this reported event. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.